Manufacturer narrative:
B.5. Event description has been edited to include only the details that support the reportability of the event. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tubes are not filling properly. Steps taken with customer/troubleshooting: customer stated ¿we have discovered in the core lab that we were receiving an unusual amount of underfilled sodium citrate tubes (sap # (B)(6)). On investigation, all the underfilled samples were of the same lot #, 2080608, expiry date 2022-12-31. It appears that the vacuum for this lot of tubes is not filling the tubes properly.¿ customer also stated that there are no patient or user impact that she knows of.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tubes are not filling properly. (B)(6) : (B)(6) 2022 19:52:20 (gmt) (B)(4). Bd sales associate email received : 11/3/2022. Ts received email: 11/4/2022. (B)(6) : (B)(6) 2022 15:36:11 (gmt): return label request submitted to candqualitycanada today. Waiting for return label to be provided to the customer. (B)(6) : (B)(6) 2022 15:30:30 (gmt): customer problem: customer is reporting an unusual amount of underfilled 363083 tubes, lot 2080608. Steps taken with customer/troubleshooting: customer stated ¿we have discovered in the core lab that we were receiving an unusual amount of underfilled sodium citrate tubes (sap # 151278). On investigation, all the underfilled samples were of the same lot #, 2080608, expiry date 2022-12-31. It appears that the vacuum for this lot of tubes is not filling the tubes properly.¿ customer also stated that there are no patient or user impact that she knows of. Documented complaint and sent customer complaint questionnaire on 11/4/22 via email, awaiting reply. Did the specimen(s) need to be recollected? Pending customer follow up did exposure to blood/ bf occur? Pending customer follow up. If exposure occurred was there any post exposure testing or medical intervention? Pending customer follow up. Next steps (if necessary): returns. Resolution achieved (y/n)? N. Quantity received and quantity affected: pending customer follow up. Shipment method (directly or via distributor): pending customer follow up. If it is a distributor or directly from bd ¿ who is it? Pending customer follow up. Photos or returns requested?: photo provided, requested returns. Follow up required y/n?:y. Reviewed smax case history: y. (B)(6) : (B)(6) 2022 14:29:20 (gmt): subject: email (B)(6) 2022, 8:06:33 am. User: (B)(6). Created on: (B)(6) 2022 12:06:33. Call activity comment: underfilling issues. Fri (B)(6) 13:45:10 utc 2022 - patient fields updated: hazard, injury or erroneous results? No. Hazard, injury or erroneous results details. (B)(6) : (B)(6) 2022 13:44:49 (gmt): customer is reporting an unusual amount of underfilled 363083 tubes, lot 2080608.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.